Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 356 mg/dl. No bg meter comparison value was reported. The patient self-treated with 6 units of insulin per routine diabetes management. The patient then started to feel hot, sweaty, and like he was having an anxiety attack. He tested his bg meter reading, which was 68 mg/dl. The patient self-treated with a banana, sandwich, and soda. The patient was still feeling weak and tired. He removed his wearable and laid down to rest. Due to the patient¿s continued weakness, the patient¿s brother called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 170 mg/dl. Ems treated the patient with a glucose tablet. The patient remained at home and was feeling better at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.